Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that serter was not properly releasing infusion set. Customer also reported that insulin pump slipped out of her hands and hit the floor. Customer's blood glucose was 400 mg/dl. During troubleshooting, it was found that cannula was bent. Insulin pump passed self-test. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.